Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to defective transformers t2 and t3 on the defibrillator pca/ the root cause for the defective transformers could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.